Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) suggested customer to perform a re-calibration. Customer performed re-calibration and controls were in range. The most probable cause of the reported event was poor calibration/operator error. This complaint was deemed to be reportable and classified as a level-2 event due to a potentially discrepant patient results.

Event description:
On (B)(6) 2015 the customer reported patient result discrepancies with their aia-900 analyzer. Customer reported that calibration for the a1-c kit is off. The patient values are too high and the delta is wrong. There was no indication of patient intervention or adverse health consequences due to the patient discrepancies.